Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had off no power alert. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. Troubleshooting was performed. Customer state this is not the second occurrence of replace battery now without a low battery warning. Customer states the battery cap is not loose, cracked or damaged. The insulin pump will not be returned for analysis.